Manufacturer narrative:
Conclusion: no conclusion can be drawn. Device not returned for evaluation. Complaint history reviewed. Device history record reviewed. Evidence that device was in specification when used. Product not returned for evaluation.

Event description:
Allegedly the ceramic insert of the hip acetabulum broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts have been made to have the product returned. This report will be updated when the investigation is complete. This event occurred in (B)(6).